Event description:
Customer reported her fingers were injured from her meter's port by pulling out test strips from the meter. Customer reported seeing burn marks on her fingers and seeking medical intervention from a dr who treated customer with antibiotic and pain medication. Customer also reported being diagnosed with severe hypoglycemia, but it is unk when and where the diagnosis was made.

Manufacturer narrative:
Customer's meter has been returned to the lab and no reading issues were observed. Complaint is confirmed, the blank screen was observed. Meter did not power on with strip insertion. However, investigation for meter's port issue could not be conducted due to blank screen. Further analysis will be performed.